Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed premature battery depletion on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Upon received, communication could not be established between the device and the programmer due to low battery voltage. Electrical testing revealed a high current drain from an integrated circuit. An anomalous integrated circuit was found to be the root cause of the high current drain and premature battery depletion. This report is to advise of additional findings observed during the analysis that are unrelated to the reported event. It was found that the regulated internal supply voltages were out of range. The cause was due to an integrated circuit anomaly. This issue is not contributed to the premature battery depletion.